Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. Post procedure the physician performed a hysteroscopy and noted a "perforation on the posterior side of the uterus below the fundus and could see bowel tissue. She then viewed the cavity laparoscopically and saw fresh blood at the site of the perforation, but no blanching or charring of the uterus. She could see no damage to the bowel." There was no medical intervention required and the pt was discharged home later that day. A hysteroscopy, dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).